Manufacturer narrative:
Continuation of d10:  ev240163 ev-lead implant date: (B)(6) 2024.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the extravascular implantable cardioverter defibrillator (ev-ICD) detected ventricular fibrillation and delivered a shock. However, the episode review committee concluded the shock was inappropriate because the actual rhythm was a noise rhythm due to noise on the extravascular (ev) lead. The ev-ICD and ev-lead remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.